Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the recipient report the device was explanted due to the extrusion of the conductive link. No available information points towards the device having caused or contributed to this outcome. Damages found during device investigation are most likely related to the explantation surgery and the mentioned non-device related ear cleaning procedure. This is a final report.

Event description:
The explanted device was received for investigation. According to the explantation report, the conductor link extruded into the external auditory canal (eac) with subsequent lesions during ear wax removal. The user has been re-implanted.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The explanted device was received for investigation. According to the explantation report, the conductor link extruded into the external auditory canal (eac) with subsequent lesions during ear wax removal.